Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated that upon removal the u by kotex security super tampon fell apart and only half the tampon came out. Happened on several occasions.